Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient was reprogrammed on (B)(6) 2018.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that the doctor reiterated his advice on speech therapy rehabilitation but difficulties of receiving treatment in his region. The patient tells me that since he's been stimulated, he finds it speech than before. Later they said that they had the feeling that his dysarthria has worsened. His voice is better, we understand him better, he has less of a freezing of the voice persistence of dysarthria. The issue was considered unresolved with no actions going forward. MDR decision updatedto not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp reported that the patient's dysarthria was related to their medication drugs and probably stimulation. No further complications are anticipated.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced dysarthria. The diagnostic methods included an examination on (B)(6) 2016 that resulted in the identification that the dysarthria was related to drugs and probably the stimulation. The etiology was noted as possibly related to the device/therapy, not related to the implant procedure, and not due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. The actions/interventions taken to resolve the event included a drug adaptation on (B)(6) 2016 and the patient seeing a speech therapist on (B)(6) 2017; the event remains ongoing. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported that the patient visited the speech therapist and the issue was resolved without sequela on (B)(6) 2019.